Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. The hemostatic valve was displaced. The valve comes off when the dilator was removed, this occurred after insertion into the patient¿s body when dilator was removed. A new sheath was used to complete the case. The procedure was completed without patient's consequence. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve did become detached from the sheath. The sheath was not being used on the patient. The valve came off when the dilator was removed. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On (B)(6) 2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. The hemostatic valve was displaced. The valve comes off when the dilator was removed, this occurred after insertion into the patient¿s body when dilator was removed. A new sheath was used to complete the case. The procedure was completed without patient's consequence. Device evaluation details: visual analysis of the returned sample revealed that the brim cap, the hemostatic valve, and the silicon ring were found detached from the hub. A microscopic examination of the brim cap surface has shown adhesive evidence that the components were properly attached. The hemostatic valve and the silicon ring look in good condition. It was determined that the issue observed could be related to the excessive force applied during the use of the device. However, this could not be conclusively determined. A device history record evaluation was performed for the finished device number 00001874 and no internal action was found during the review. Customer complaint was confirmed due to the findings observed, it should be noted that product failure is multifactorial. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) on (B)(6) 2022, the bwi product analysis lab received the device for evaluation. However, this information was mistakenly omitted from the initial report.